Manufacturer narrative:
The model and serial number were not provided in the user report, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Several attempts have been made to follow-up with the customer regarding information about the involved patient, device, and reporting facility. However, no additional information has been received to date. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On november 28, 2016, sorin group (B)(4) received a user medwatch report (mw5066012) stating that mycobacterium chimaera was isolated from the wound culture of a patient who had undergone a left ventricular assist device procedure in 2015 that utilized a sorin heater-cooler system 3t. The culture was taken in 2016.